Event description:
A minor procedure was performed to remove part of a suture that was protruding through vaginal mucosa and discovered pt had a small anterior vaginal extrusion. The dr. Did a double-layer closure over the pt's sling extrusion. Follow-up finds pt doing well.